Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the rptr: the staple line had to be oversewn as it was coming apart during the surgery. At the time of this report, the pt is reported as recovering. No blood loss in excess of 250cc was reported. Operative time was extended by more than 1 hour. The incision was not extended. No unanticipated tissue loss or damage occurred. The stapled tissue was considered normal.